Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was used in a procedure utilizing a 27f sheath. It should be noted that the prostyle instructions for use (IFU) states: ¿for access sites in the common femoral artery using 5f to 21f sheaths.¿ the IFU violation likely did not contribute to the difficulties. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely as the account reported only one side of the vessel was captured. This may occur if a foot is in the access site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494: indication for use. Attachment: medwatch report.

Event description:
It was reported that this was a venotomy closure of the common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional leadless pacemaker procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to a 27f sheath, and the leadless pacemaker procedure was completed. Reportedly, the suture knot of the two pre-placed sutures were successfully advanced to the vessel wall and tightened (worked as intended); however, bleeding continued. One suture did not fully engage with the vessel wall. A 10f sheath was inserted then removed then a femostop device was used to control the bleeding while the patient was transferred to the operating room where a small incision and manual suturing was done to achieve hemostasis. A clinically significant delay in the procedure was reported; however, there was no reported adverse patient sequela. User facility medsun (uf/importer report # (B)(4)) report received that states "describe the event or problem: medical doctor (md) had a patient that required vascular surgery after a failed perclose device on [redacted]. The device appeared to deploy correctly but failed to close the vessel. It is believed that the perclose failed to engage both sides of the vessel. The procedure involved a 27 french venous access, which they were unable to close with the failed perclose. The deployment seemed to go fine and was performed properly." No additional information was provided.